Event description:
The customer received a blood glucose reading of >600mg/dl on the contour next link meter, re-tested on a different meter and the reading was 189mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the test strips are expected to be returned for evaluation. New strips and meter were sent to the customer.